Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy acusnare polypectomy snare to remove a previously placed biliary stent. The snare loop was positioned around the biliary stent. As the stent was being pulled from the biliary duct, the snare loop separated from the drive wire. The snare loop and plastic stent were removed with another snare. The snare loop was retrieved with another snare along with the biliary stent to be removed. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: during manufacture, the snare loop is connected to the drive wire at a joint near the distal end of the device. This joint has a small metal cylinder that covers a small section of the distal end of the drive wire and the proximal end of the snare loop. Our eval of the returned device confirmed the report as described. The snare loop has separated from the drive wire at the joint (i.e. Metal cylinder) near the distal end of the device. The snare loop is bent and the shape is distorted. Bending of the snare wire and distortion of the snare shape suggest excessive pressure had been applied to the snare during use. A visual examination under magnification was conducted of the joint separation area. During manufacture, the distal end of the drive wire had only been inserted into the metal cylinder approximately 1 mm. This is likely to have contributed to this observation. Also, the distal end of the drive wire had been cut at a slight angle. This could have caused resistance in insertion during manufacturing and contributed to this observation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this report, the likelihood of this type of report is remote. Conclusions: the info provided indicated that the acusnare polypectomy snare was used to remove a plastic biliary stent. The snare loop displayed bends and distortion in shape, suggesting excessive pressure had been applied during use. Applying excessive pressure when removing a plastic biliary stent is the most likely cause for this observation. The intended use for the acusnare polypectomy snare listed in the instructions for use states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use advise the user not to use this device for any purpose other than the stated intended use. During our laboratory analysis, we confirmed the drive wire may not have been inserted far enough inside the metal cylinder at the joint. This could have contributed to this observation. Prior to distribution, all acusnare polypectomy snares are subjected to a functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a supplier corrective (scar) has been issued to the supplier in response to the observation of the drive wire insertion. No further action is warranted at this time because the info provided indicated the product was used in contradiction with the intended use listed in the instructions for use and the product may have received excessive pressure during use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.